Event description:
It was reported that a patient underwent a kyphoplasty procedure at level t9 and t10. The procedure was done with a uni-pedicular approach at each level. After approximately 11cc off bone cement in a doughy state was injected to fill the vertebral body, the physician noticed a small amount of cement (approximately 5cc) appeared to extravasate past the posterior wall of t10, slightly superior and slightly inferior to the endplates. It was determined by fluoroscopy that there was a small fracture in the posterior wall of the vertebral body where the bone cement extravasated. The extravasation was likely prevented from entering the spinal canal by the posterior longitudinal ligament. It was noted that the bone cement was mixed per IFU. The procedure completed successfully. Post procedure, the physician performed a lower extremity exam to ensure no function was impaired with the patient. The patient status was good. No additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.